Manufacturer narrative:
Additional information: through follow up it was confirmed that this event involved a male patient's right eye. It was learned during postop that the patient is experiencing blurry vision, halos and glare. Additionally, it was learned that the lens had rotated 15-20 degrees from where the lens was placed. The physician aimed to place the lens at 75 degrees and it ended up at 95 degrees. The lens was rotated on (B)(6) 2017 in a secondary procedure. There was no patient postop injury reported. No further information was provided. (B)(6). Gender/sex: male. Required intervention to prevent permanent impairment/damage. Date of event: (B)(6) 2017. (B)(4). Catalog #: zxt375u170. Model #/lot #: 7/19/2021. (B)(4). If implanted, give date: (B)(6) 2017. If explanted, give date: not applicable as the lens remains in patient's eye. Manufacturing date: 7/19/2016. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted; give date: na (not applicable) there is no indication the lens was explanted. Planned rotation of intraocular lens in a secondary procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the implanted symfony toric lens has rotated from where it was placed at surgery. Surgeon is planning to go back in and rotate the lens on (B)(6) 2017. No further information was provided.